Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads are in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The lead was explanted. During explant it was discovered that the right atrial (ra) lead was adhered to the rv lead. The ra lead was also explanted. No patient complications have been reported as a result of this event.